Event description:
It was reported that while inserting the lens the capsular bag ruptured. The lens was not completely inserted so it was removed and an ac lens was inserted. This event was reported as not lens related.